Event description:
Device issue: stent dislodgement. Time of device issue: during device preparation. Adverse event. No pt involvement. It was reported that during preparation of the rx vision stent delivery system, the stent dislodged from the balloon. The device was not used and there was no pt involvement. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted contrast in the inflation lumen, which is consistent with preparation. The stent was returned dislodged from the balloon and located inside the orange protective sheath, confirming the reported info. There was no damage noted to the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of MFR, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameters were measured and met mfg criteria. Additionally, the inner diameter of the protective sheath was measured and met mfg criteria. A review of the product mfg records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgements for this lot. There is no indication of a lot specific product quality deficiency and a conclusive cause for the reported stent dislodgement could not be determined.